Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the flexible shaft (tri-shank) was found to be fractured. Attempts have been made and no further information has been provided.